Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The physician commented that after getting transeptal and removing the dilator, the device aspirated a lot of air bubbles. The issue only occurred after initial aspiration, not after introducing or removing catheters. No air was observed in the patient. During the case the issue did not occur again. The procedure was completed successfully with the same device. No patient complications were reported. The device is not expected to return for laboratory analysis.